Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided as the reported event was an intra-operative issue. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review of the complaints database confirmed that there has been one other similar reported event for the lot referenced. Conclusions: the exact cause of the event could not be determined with the available information. Return and evaluation of the reported device is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
The customer reported that the surgeon used three bone plugs during one case and that they kept breaking when inserted. The surgeon completed the case by using real bone to form a plug. There was a 5-10 minute delay to surgery as a result. No pieces of plug were left in the patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the surgeon used three bone plugs during one case and that they kept breaking when inserted. The surgeon completed the case by using real bone to form a plug. There was a 5-10 minute delay to surgery as a result. No pieces of plug were left in the patient.